Event description:
The o-ring leaks on the taper trial heads and the trials are damaged. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.